Event description:
It was reported that during a stimulator/battery change procedure the old stimulator, serial # (B)(4), was mistakenly implanted instead of the new stimulator, serial # (B)(4). The stimulator was working "fine" and had over 54 months of battery life left. Patient was doing "fine" and receiving therapy from the old system. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3093-28, lot# v100937, implanted: 2008 (B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).